Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetes ketoacidosis on (B)(6) 2017. Customer¿s blood glucose value at time of incident was 800 mg/dl and current blood glucose value was 152 mg/dl. Customer also reported no delivery alarms. Customer stated that the drive support cap appears normal. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with the operating currents within specification and passed the self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the displacement accuracy test. No unexpected excessive no delivery alarms noted during testing and the no delivery alarm functioned properly during the basic occlusion and occlusion tests. The insulin pump was received with cracked battery tube threads, minor scratched lcd window, stained address label, stained serial number label, and scratched reservoir tube window.